Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, the patient was admitted to intensive care unit (ICU) for less than 24 hours due to insulin flow block. Upon admission, the patient presented with severely elevated blood glucose levels ranging between 800-900 mg/dl and was diagnosed with diabetic ketoacidosis (dka) according to hospital records. During the hospital stay, insulin was administered via intravenous (IV) drip. No further information available.